Event description:
It was reported by the aci vascular closure specialist that a female patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the right common femoral artery (cfa) via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped per the IFU. During the device deployment the second stop was not felt. It was reported that the stopcock was not opened, the sheath was not pulled back to the stick location in the vessel and the sealant was deployed. It was realized that a step had been missed. At that point the sheath was secured in place, the balloon was deflated and the device was removed from the patient. An angiogram was obtained demonstrating that the sealant was in the right cfa. Access was obtained through the left cfa and a crossover 7f destination sheath was advanced to the sealant. The sealant was aspirated using two 60 ml syringes. A follow up angiogram demonstrated a good luminal flow from the cfa to the profunda and the sfa vessels. The physician reported that the patient was discharged to home with no clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the procedural information provided, the sheath was not pulled back to the stick location in the vessel and the balloon did not abut the arteriotomy when the sealant was deployed, thus resulting in the sealant inadvertently being deployed into the artery. A review of the lhr was not possible as the lot number was not provided.